Manufacturer narrative:
Continuation of d10: product ID tm91scs2. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the communicator has been on a charge and was supposedly charging, but when they push the button the blue, green, and yellow light flashes like an orange yellow color and that's all it does. Patient stated they called manufacturer representative (rep) this morning and was redirected to patient services for assistance. Patient confirmed the charging cord feels secure and has not been dropped or wet. During the call, patient reset the communicator and plugged the communicator into the charging cord. Patient was able to connect to the neurostimulator, confirm the neurostimulator 80% and communicator 10%. Patient left the communicator plugged in during the call but the communicator did not progress pass 10%. Patient mentioned their stimulator is not as low as they expected it to be. Patient confirmed therapy was turned off. While agent attempted to assist the patient with turning stimulation back on within the mystim app patient reported seeing a message that said 'communicator low, communicator needs to be connected to the rechargeable cable' despite the cord being currently plugged into the communicator. Patient tried to wiggle the cord but that did not resolve the issue. Patient was able to successfully connect using the recharger application and turn therapy back on. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.